Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. Additional mdrs submitted for additional run dates: . 3005248192-2025-00247.

Event description:
The customer reported two false positive results for the rsv target on the alinity m resp-4-plex amp kit. Patient 1 -> (B)(6), cycle number 41.48, tested on the (B)(6) 2025. Patient 2 -> (B)(6), cycle number 41.61, tested on the (B)(6) 2025. The samples had late cycle number. Late amplifications are retested routinely on a different system for confirmation. The second test result (non-abbott test) was non-reactive, and thus the result was released as negative. There was no impact to patient management.

Manufacturer narrative:
Corrections: update g4 to n/a as this submission was for a same/ similar product. Investigation is summarized as follows: customer data review: the customer data was reviewed. The assays met specification requirements as no error codes or flags were displayed for the quality control (qc) runs. The amplification curves appeared delayed for the rsv analyte for the two (2) reported sample ids (sids) as the cycle threshold (CT) values (41.48 and 41.61) were near the CT cutoff (42.0) for the alinity m resp-4-plex assay, indicating weak positive samples. Due to inherent differences in analytical sensitivity and detection methodologies across assay platforms, test results may exhibit variability and are not guaranteed to be fully in agreement when performed on alternate systems. Retain/file sample review: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414375 was performed. The assay met specification requirements as no error codes or flags were displayed for the run controls. All replicates were interpreted correctly by the instrument software. Curve analysis of the results showed that the amplification of each analyte and internal control was normal in both the baselined and raw data. The file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414375 received a disposition of pass. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414375 (including the components) did not identify any issues that could have led to the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414375 met all validity and acceptance criteria. No issues related to the reported complaint were identified. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 414375 and 4143751 were searched. The lot specific CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lots 414375 and 4143751. A part specific keyword search report was performed for part 9n79 to identify any existing internal quality records that could result in the reported complaint during production or internal use records that were related to the reported complaint and part. The part and keyword specific CAPA review identified internal records/nonconformances related to the reported issue for part 9n79. A product deficiency was not identified by this review. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414375. Complaint trending was completed. A trend violation was not identified as the upper control limit was not exceeded for product 9n79 (base list part number). No new adverse trend was identified in this dataset. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414375 was not identified.